Event description:
After the cypher was delivered to the lesion and inflation was initiated, it was noticed that balloon inflation was slow and a leakage of the contrast medium was noticed under fluoroscopy. The pt was a female. The target lesion was mid left anterior descending artery (lad). The vessel was de novo, moderately calcified and slightly tortuous. Indication for intervention is unk. There was a 90% stenosis. After engaging a guidecatheter (heartrail 6fr jl3.5) at the lesion, pre-dilation was conducted. Then a cypher (2.5/13mm) stent was delivered, without difficulty, and inflated at the target lesion, but the inflation was slow. Nevertheless, the physician inflated the balloon until 12atm and found the leakage of the contrast medium under fluoroscopy. Contrast to saline ratio was 1:1. Post-dilation with a different balloon was conducted and the stent was safely implanted. The procedure was safely finished. The balloon was inflated outside of the pt and the leakage was found on the balloon. The product looked normal when taken from the packaging, and there was no difficulty prepping device. There was no reported pt injury.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.